Manufacturer narrative:
(B)(4). Concomitant medical products: retrograde femoral nail, catalog#: 14-444440, lot#: 845360. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the user facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a retrograde femoral nailing procedure, the nail loosened from the connection bolt during impaction. The nail then disengaged from the jig and was not able to be reattached. The nail was extracted and another nail and connection bolt were used to complete the procedure. The connection bolt had fractured at the threads.

Event description:
It was reported that during a retrograde femoral nailing procedure, the nail loosened from the connection bolt during impaction. The nail then disengaged from the jig and was not able to be reattached. The connection bolt had fractured at the threads. The nail was extracted and another nail and connection bolt were used to complete the procedure. This resulted in a surgical delay of between one and two hours. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed through review of photographs received, which show the connecting bolt is fractured at the threads and remains in the nail. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.